Event description:
It was reported the device had an ECG lead malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
H3 other text: customer biomed evaluated the device.

Manufacturer narrative:
Date due has been corrected from 03nov2023 to 29oct2023. H3 other text : customer biomed evaluated the device.

Event description:
It was reported the device had an ECG lead malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.